Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt and check therapy electrode messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt, check therapy pad messages) was confirmed. Upon evaluation the driven ground resistor r781 was open, causing signal artifact that resulted in the check belt and check therapy pad messages. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open drive ground resistor. The pt received a replacement monitor.